Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device nor any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.

Event description:
It was reported that a sable spacer has backed out post operatively.